Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - correction/additional, correction/additional information.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. The complaint device was not returned for evaluation. However, a transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5209278) was returned for evaluation on 05/16/2016. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The transmitter was determined to be defective. Because this is not the complaint device, the reported event of an intermittent out of range could not be confirmed. A root cause could not be determined.